Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed prime/a33 test at 3.0 lbs due to moisture damage to the force sensor resistor noted. Unable to verify motor error alarm due to prime anomaly. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed prime or a33 test at 3.0 lbs due to moisture damage to the force sensor resistor noted. Unable to verify motor error alarm due to prime anomaly. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm and drive support cap was loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.